Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump displayed a blank screen. The customer stated that she was having to reset the insulin pump and had just changed the battery two days prior to the display going blank. She received alerts, including an unexpected restart alarm. The insulin pump reportedly shut off and gave a battery out limit alarm, even though she had not changed the battery. Her blood glucose was 113 mg/dl. It was explained that the battery out limit alarm during normal use may indicate a loose battery cap. The customer stated the battery was not previously used, the insulin pump had not been bumped or dropped, and there were no unattended alarms. The battery cap was stated not to have been not loose, cracked, or damaged. The customer was advised to insert a new battery and monitor the insulin pump. Nothing further reported.